Event description:
(B)(4). Initial and additional information received from a consumer on aug-09-2009 and aug-11-2009: a (B)(6) male received three injections of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] under his eyes in (B)(6) 2007 for cosmetic purposes. He stated that he received the three injections on three separate dates over a two week time period and that the poly-l-lactic acid was reconstituted with lidocaine. He advised that the results were good at first with nice fullness and was not overdone however, three months thereafter, white visible lumps began to form under his eyes along with bruising. He called his doctor and the doctor initiated treatment with triamcinolone topical (kenalog) injections numerous times to try and break up the lumps but without success. He then tried to break up the lumps himself and massaged until he stayed bruised but it also did not help. Additionally he had surgery in (B)(6) 2008 to remove the lumps but was unable to get it all out, laser treatment and steroid cream; all without success. A biopsy was performed on an unknown date with results showing that the lumps turned into granulomas. At the time of this report, 30 months after the injection, there is still redness and lumps that are still visible under his eyes. In addition, he reported that one eye seems to be more opened than the other eye. He also said that he tried avoiding looking at himself in the mirror, tried every product on the market to hide the hideous white lumps but completely lost his self esteem. He went on to say that he did not know how much poly-l-lactic acid he received but stated that he believes that the physician did not evenly disperse it into his face. Medical history was reported as "none." Concomitant medications included levothyroxine (synthroid) for thyroid issues, pantoprazole (protonix) for heartburn and alprazolam (xanax) for anxiety. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.